Manufacturer narrative:
Device did not return for evaluation. Product was discarded by the dentist.

Event description:
It was reported that abutment screw fractured the dentist discarded the fracture screw and it was replaced with another abutment screw (iuniht). There was no patient impact.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. Complaint history search using etq revealed no additional complaints of this product's lot and category. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.